Event description:
Customer reported on (B)(6) 2014 he might have damaged the device when he was playing baseball. Customer noted that half of the screen was gone and a black dot in the middle of it. Customer's blood glucose was 130 mg/dl. Customer reported the damage to the device was blank display. Customer might have fallen on top of the device. No further information reported

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked and bleeding on lcd glass, minor scratched lcd window and cracked reservoir tube lip.